Event description:
Patient had an electrocardiogram (ECG or EKG) performed in the emergency department (ed). According to patient, when the nurse removed the electrode the adhesive removed skin. The EKG tech also performed an EKG, and could not remove one of the electrodes even with the help of an alcohol pad. The patient asked her to leave it and she would remove it in the shower. The EKG techs believe the adhesive on the multi-packs of EKG electrodes is now much more sticky than before.